Event description:
It was reported that the patient presented to the emergency room with syncope. It was discovered that the right ventricular lead exhibited a loss of capture. Imaging did not reveal any physical anomalies. The lead was explanted and replaced. The patient was stable and asymptomatic.